Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was able to successfully reload the cartridge and resume insulin. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.